Event description:
The facility reported an overinfusion that occurred during pt use with no pt injury or medical intervention. The total fill volume was 50ml of ropivacaine hydrochloride hydrate (anapain), morphine and normal saline. The duration of the infusion was 50 ml/16h (using 2ml rate). The location of the flow restrictor was the same location as the infusor. The temperature and heat source are unknown. The infusor was connected to a catheter.